Event description:
It was reported that the device could not be fully interrogated. It was noted that patient had a CT scan the day before. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.